Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the pcu alarms for error code 120.4610 and a bad power supply board. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that pcu alarms for error code 120.4610 and a bad power supply board was confirmed in the log review and replicated during testing, the issue was determined to due to a defective power supply board. The returned system was powered on, in the ¿as received¿ condition and the suspect pcu did reproduce the reported error code 120.4610. The suspect pcu power supply board was temporarily replaced with a known good dchu pcu power supply board for testing purposes only. The pcu was powered on and did not reproduce the reported error code, and a basic test infusion was programmed. The infusion completed successfully after fifteen (15) hours without any issues. Preventative maintenance (pm) testing was performed on the suspect pcu s/n: (B)(6) with a known good dchu power supply board. The asm pm task completed successfully without any observed errors or malfunctions. The suspect pcu error log showed seventeen (17) error codes 120.4610 from on (B)(6) 2025. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. There was no patient involvement. Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported issue that pcu alarms for error code 120.4610 and a bad power supply board was being attributed by a defective pcu power supply board.

Event description:
It was reported by the customer that the pcu alarms for error code 120.4610 and a bad power supply board. There was no patient involvement.